Manufacturer narrative:
This report is submitted on august 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance and magnet rotation. Subsequently the pateint underwent revision surgery (date not reported) and during this procedure the magnet was tightened. The patient is being clinically managed by the health care provider. Additional information has been requested but has not been made available as of the date of this report.